Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 1, 2021, mentor became aware that the patient experienced bilateral extracapsular rupture, and right side granulaoma. Hence, all applicable fields ) have been updated on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2021, mentor became aware that the date of surgery is (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old female patient who underwent breast implant surgery with mentor medical devices (smooth hpg, 450cc, date of implant (B)(6) 2007) has experienced breast implant rupture bilaterally complicated by silicone granulomas formation. It was also reported that the patient has developed capsular contracture in both breasts (bg -IV in the left breast, bg- IV in the right breast). As a result, the patient underwent implant explantation on (B)(6) 2021.

Manufacturer narrative:
On november 8, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, the date of surgery was (B)(6) 2021. Hence field d6b has been updated to (B)(6) 2021 on this form. On (B)(6) 2021, mentor became aware that patient experienced breast implant rupture bilaterally complicated by silicone granulomas formation. It was also reported that the patient has developed capsular contracture; baker grade IV in both breasts. Please see updated event description under field b5. Reason for device explant and/or reoperation: left rupture, and granuloma, and capsular contracture; baker grade IV this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/25/2019, mentor became aware that the surgery was cancelled and it has not been rescheduled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(6). It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical device (450cc mentor memorygel breast implant) developed right-side breast implant rupture which complicated with right axillary and inframammary granuloma (confirmed by ultrasound's results). It was also reported that the patient experienced herniation of the breast implant on the left side. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the patient¿s left-sided device.